Event description:
Senseonics was made aware of an incident where user reported that they were hospitalized on (B)(6) 2025 due to fever and diarrhea. At the time of the call, the user stated they were still experiencing similar symptoms. The event was not related to sensor insertion or removal. It was not specified whether the event was related to diabetes; therefore, the following example data sets were provided: a. (B)(6) 2025, 1:45 pm CT - sg 250 mg/dl, bg 305 mg/dl b. (B)(6) 2025, 8:43 pm CT - sg 167 mg/dl, bg 192 mg/dl c. (B)(6) 2025, 11:56 pm CT - sg 194 mg/dl, bg 246 mg/dl a review of dms confirmed the following information at the time of the event: a. (B)(6) 2025, 1:45 pm CT - sg 250 mg/dl, bg not entered b. (B)(6) 2025, 8:44 pm CT - sg 167 mg/dl, bg 192 mg/dl c. (B)(6) 2025, 12:01 am CT - sg 195 mg/dl, bg 246 mg/dl. The user received medical treatment during hospitalization and was prescribed antibiotics. The user's healthcare provider (hcp) is aware of the event. Per dms review, the user is currently using the system, and the information is up to date.

Manufacturer narrative:
The user reported that they were hospitalized on (B)(6) 2025 due to fever and diarrhea. At the time of the call, the user stated they were still experiencing similar symptoms. The event was not related to sensor insertion or removal. It was not specified whether the event was related to diabetes. The user received medical treatment during hospitalization and was prescribed antibiotics. The user's healthcare provider (hcp) is aware of the event. We attempted to reach the user to clarify the following information; however, they were unresponsive to multiple communication attempts per dms review, the user is currently using the system, and the information is up to date.